Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative architect total b-hcg result for a patient who had a miscarriage. The following results provided: on (B)(6) 2021, (B)(6) at 0930am: b-hcg result = negative; repeated at 13:38 pm: 447miu/ml (positive). The patient was hcg positive 3 days ago, so the provider was questioning the initial negative result generated on (B)(6) 2021. There was no treatment given to the patient and there was no impact to patient management reported.

Manufacturer narrative:
After observing the architect (B)(6) generating error code 0352 unable to process test due to previous processing module error code, shortly after the arc, probe pierced a green tube cap, the customer continued to run the module without recalibrating or replacing the arc, probe. The arc, probe (list number 08c94-47) on the architect (B)(6) was replaced and calibrated, resolving the issue. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent false negative bhcg results have been reported. Trending was reviewed and determined no trends identified for the arc, probe (list number 08c94-47) and the architect (B)(6). The device historical analysis was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported a false negative architect total b-hcg result for a patient who had a miscarriage. The following results provided: on (B)(6) 2021, sid (B)(6) at 0930am: b-hcg result = negative; repeated at 13:38 pm: 447miu/ml (positive). The patient was hcg positive 3 days ago, so the provider was questioning the initial negative result generated on (B)(6) 2021. There was no treatment given to the patient and there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.